Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of nstemi, characterized by dyspnea and chest pain/discomfort, which warranted hospitalization. The definitive etiology of the events is unknown; therefore, causality cannot be established. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). Esrd patients are considered high risk for acute coronary events. Furthermore, myocardial infarctions and cardiovascular disease are common among ckd patients and generally multifactorial in origin. Based on the information available, the liberty select cycler cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the etiology and exact timeline of events is unknown, the liberty select cycler cannot be excluded from having a possible contributory role in the events. Additionally, per the information available during this investigation, the patients liberty select cycler was not returned to the manufacturer for evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for a heart attack. The patient¿s discharge summary was received, which confirmed the patient¿s hospital admission on (B)(6) 2020 for a non-st elevated myocardial infarction (nstemi). The patient experienced chest pain during ccpd therapy (dwell 3 of 5) and presented to the emergency room with shortness of breath (dyspnea) and chest discomfort. The patient underwent an electrocardiogram (EKG) which was within normal limits, however the patient¿s troponin level was slightly elevated (0.11 ng/ml). The patient underwent a nuclear stress test (date not provided) which showed a fixed inferior perfusion defect, and an echocardiogram (date not provided) revealed an ejection fraction (ef) of 65% accompanied by left ventricular hypertrophy. The discharge summary states the definitive etiology of the events is unknown, given the patient¿s chronic renal failure produces a chronically elevated troponin. However, since the patient¿s chest was tender to the touch, it is suggestive of a possible non-cardiac source as well. The patient continued to undergo continuous cycling peritoneal dialysis (ccpd) therapy while hospitalized without issue. On (B)(6) 2020 the patient was assessed and denied any ongoing chest discomfort or dyspnea. The patient was prescribed daily plavix, aspirin and was discharged home in stable condition. Upon discharge the patient resumed utilizing the same liberty select cycler as before the events. Per follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) the events were unrelated to any fresenius product(s) and/or device(s). The patient was weak following their hospitalization and nephrology ordered home services for the patient (e.g. Physical/occupational therapy, social work, visiting nurse).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.